Event description:
It was reported that the patients lead had migrated and was corroded. The patient underwent a lead replacement procedure and was doing well postoperatively. There was no device malfunction suspected.

Manufacturer narrative:
Sc-8336-70 sn: (B)(6). The returned lead was analyzed, and visual inspection revealed that the paddle has been severely damaged. With all the available information, boston scientific concludes the reported event was confirmed. The damaged section of the paddle lead has traces of dried blood and tissue. There were no traces of corrosion. It appears that the electrodes were torn off the paddle by pulling on the paddle lead bodies and cables when the paddle lead migrated. This type of damage occurs when the paddle lead is exposed to an excessive tensile force causing the dislodgement of the electrodes and damage to the paddle. Migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated and was corroded. The patient underwent a lead replacement procedure and was doing well postoperatively. There was no device malfunction suspected.

Manufacturer narrative:
Sc-8336-70, sn: (B)(6). The returned lead was analyzed, and visual inspection revealed that the paddle has been severely damaged. With all the available information, boston scientific concludes the reported event was confirmed. The damaged section of the paddle lead has traces of dried blood and tissue. It appears that the electrodes were torn off the paddle by pulling on the paddle lead bodies and cables when the paddle lead migrated. This type of damage occurs when the paddle lead is exposed to an excessive tensile force causing the dislodgement of the electrodes and damage to the paddle. Migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patients lead had migrated and was corroded. The patient underwent a lead replacement procedure and was doing well postoperatively. There was no device malfunction suspected.